Event description:
It was reported that myopotential oversensing was observed on the right ventricular lead. The lead was previously re-positioned on (B)(6) 2021. Lead damage is suspected but has not been confirmed. No additional intervention has been performed. The lead remains implanted and will continue to be monitored.